Manufacturer narrative:
This report was submitted for the system one htd humid assy. The base device associated with this humidifier is reported under MDR 2518422-2024-35328. At this time of investigation, it has been determined that all reporting activities will be carried out in MDR 2518422-2024-35328.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, dizziness and/or headache, hypersensitivity, kidney disease/toxicity and liver disease/toxicity. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer-initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. The manufacturer observed the following sound abatement degraded foam indications: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The manufacturer was able to confirm the presence of degraded sound abatement foam. Secondary findings: dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust-like contamination inside humidifier enclosure, on and under the heater plate, on the dry box and inside the water tank. Air inlet filter missing. Ui (user interface) knob broken. Extra pads added to bottom of base device and humidifier. The manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to address the symptoms specified. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint.